Event description:
This is a male patient who underwent right total hip arthroplasty. Patient was doing well post-operatively. Went to md office for follow up visit and x-ray reveals a fracture in the plate. 2 weeks later, patient to operating room for removal of broken plate, insertion of new synthes plate and cerclage and allograft strut.